Event description:
It was reported that a patient underwent a surgical procedure on an (B)(6) 2014 and a reservoir was used. The nurse noted the reservoir failed to suction and was flapped up. It sounded as if there was plastic material in the broken bag. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.